Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-feb-2017, an fse provided on-site service and tightened st cup holder plate for mixing, inspected sorter to rt and st lanes, adjusted sorter cup to both lanes and sorter tip to rt lane. The hybrid arm cup transfer and y-axis cup transfer to rt and st lanes was verified. On 21-feb-2017, the customer reported 4224 main arm z-axis overrun. The main arm was inspected and the observation as made that the tip waste chute was backed up. This was removed and cleaned. The main arm to the chute was realigned. The most probable cause of the reported event was due to the tip waste chute was backed up.

Event description:
On (B)(6) 2017, a customer reported multiple errors relating to tip attachment with their aia-2000 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.